Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported the caller's healthcare provider (hcp) told them they had patients with medtronic devices that were getting shut off by their garage door openers. No patient symptoms or further complications were reported as a result of this event.